Event description:
The device was used during a nephrectomy. Reportedly, the cartridge was difficult to toggle and the needle broke. The surgeon was unable to retrieve the component. The hosp has reported no pt injury occurred.